Event description:
It was reported that bulky "control" type syringes used for administering local anesthesia are holding up in the lids of the sag 4838-c in-patient room sharps containers and that a needle stick injury occurred because of this. A housekeeper tried to poke some of the syringes into a wall mounted. Overfilled container before final closure and was stuck in the left ring finger by a needle. She was given hepatitis b vaccine and was treated with anti-human immuno deficiency virus drugs for two weeks. The drugs made her ill and were thus discontinued. She is currently okay and working. It was also reported that the recommedned horizontal drop is not used consistently by all the doctors when depositing syringes into the containers.